Event description:
It was reported that the device had an intermittent loss of ECG thru the therapy cable. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control has received the device and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported intermittent issue. Physio observed proper device operation through functional and performance testing. Physio replaced the system pcb and memory pcb assemblies as precautionary measure and returned the device to the customer for use. Further extensive analysis of the removed assemblies was unable to verify or duplicate the reported issue. A conclusive cause of the reported failure could not be determined.